Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received a blank display after changing their battery. Customer stated they did not drop, bump, or expose their insulin pump to moisture. Troubleshooting found the contacts on the battery cap were damaged. The customer did not confirm if they were able to retrieve the insulin pump's display at the end of troubleshooting. Customer's blood glucose was unknown. Customer declined to return the product for analysis.